Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient presented pain in the operated leg. The original procedure was on (B)(6) 2015 with locking compression plate (lcp) proximal femoral plate 4.5 / 5.0. It was reported the surgery was uneventful. On (B)(6) 2015 it was detected that the implant was broken. The plate broke at an occupied screw hole and the device is still implanted; currently no removal surgery is scheduled. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record (DHR) review was performed for the subject device lot. The review of the DHR revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The date of manufacture is may 8, 2014. The subject device has been received and is currently in the evaluation process. The subject device was explanted on an unknown date and was received by the synthes manufacturer on may 3, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The subject device and ten various screws were received by the synthes manufacturer on may 3, 2016 for evaluation. It is unknown when the revision/explant surgery was performed.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned plate was received in two (2) pieces (transverse break through the seventh most proximal combi-hole). The plate thickness at the center (just adjacent to the break) was measured during this evaluation and was within specification per the product drawing. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned concomitant devices in this complaint record (unknown screws) show no evidence of having contributed to the event. Per the synthes 4.5mm lcp proximal femur plates system technique guide, the returned plate is capable of addressing complex fractures of the proximal femur. The relevant drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by early and excessive weight bearing prior to bone healing. It is not likely that the design of the device contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.